Event description:
It was reported that the patient's seizures have increased and that the patient has had to miss school because of it. The physician's office indicated that the generator needed to be replaced as soon as possible due to the increase in seizures. Clinic notes dated (B)(6) 2013 noted that the generator was nearing end of service. The patient underwent generator replacement surgery on (B)(6) 2013. It is unknown whether the increase in seizures is above the patient's pre-vns baseline frequency and whether the physician believes that the increase is related to the device nearing end of service. Attempts to obtain additional information have been unsuccessful to date. Attempts to have generator returned to manufacturer for analysis are underway; however, the generator has not been received to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
The physician indicated that the patient has never had good seizure control and that the mom was not keeping an accurate diary. The physician indicated that there is no relationship between the increase in seizures and vns. The patient's pre-vns baseline is unknown as the patient came to the physician already implanted. The physician indicated that there was no clear seizure increase. There were no causal or contributory programming changes, medication changes, or other external factor that preceded the onset of the patient's seizures. The generator was returned to device manufacturer on (B)(6) 2013 for analysis. The returned product form indicated that the generator was replaced on (B)(6) 2013 for battery depletion and neos = yes. The lead impedance was marked ok. The implant card was received which confirmed the date the generator was explanted and the reason as battery depletion and neos = yes. Analysis of the generator is underway; however, has not been completed to date.

Event description:
The generator analysis was completed on (B)(4) 2013. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service (eos) condition. A battery life estimation resulted in 0.40 years remaining before the near-end-of-service (neos) flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.